Manufacturer narrative:
This follow up report is being submitted to report additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent revision one day after initial total hip arthroplasty due to an acetabular screw that was too long for the patient and touching a pelvic blood vessel. The screw was removed. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 00625006530 bone scr 6.5x30 self-tap lot 63770519. 00625006535 bone scr 6.5x35 self-tap lot 63651676. 00489405010 trabecular metalâ¿¢ acetabular revision system acetabular augment lot 63195748. 110010266 g7 osse oti multihole 56mm f lot 6119556. 11-363660 36mm cocr mod hd - lot 752260. 010000858 g7 neutral e1 liner lot 6069836. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported patient underwent revision same day as initial total hip arthroplasty due to an acetabular screw that was too long for the patient and touching a pelvic blood vessel. The screw was removed. No further information has been made available at this time.